Event description:
The customer called technical support (ts) reporting that the device has an error code 110b proximal pressure sensor auto-zero failed message that occurred. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the solenoid valve 3 and solenoid valve 4 to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
(B)(6).